Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 experienced a case of misaligned scale marking, and foreign matter on the device cannula. The following information was provided by the initial reporter: today we have had 3 needles & syringes from this batch; x1 foreign body on the needle shaft itself, glue from where the syringe barrel joins the needle. Potential to cause pain to recipient if had of been used. X1 vaccinator was unable to draw up the required dose due to pressure internally within the syringe which meant that the plunger automatically pulled back up. X1 syringe whereby the writing on the syringe was printed on an angle therefore if had been used there was potential for an incorrect dose to have been received.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-30. H6: investigation summary a device history record review was completed for provided lot number 2006427. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident nine physical samples were returned for evaluation by our quality engineer team. Through visual examination of the samples, no issues related to the scale markings were detected. Through visual examination of the samples, no signs of clogged needles or defect could be identified on any of the returned samples. Through visual examination of the samples, no foreign matter could be identified on any of the returned samples. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for the reported issue. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 experienced a case of misaligned scale marking, and foreign matter on the device cannula. The following information was provided by the initial reporter: today we have had 3 needles & syringes from this batch; x1 foreign body on the needle shaft itself, glue from where the syringe barrel joins the needle. Potential to cause pain to recipient if had of been used. X1 vaccinator was unable to draw up the required dose due to pressure internally within the syringe which meant that the plunger automatically pulled back up. X1 syringe whereby the writing on the syringe was printed on an angle therefore if had been used there was potential for an incorrect dose to have been received.